Event description:
It was reported that the patient removed the pod after attempting to activate the pod because they didn't feel the needle insert into the skin. When the pod was removed from the infusion site the patient noted that the cannula was visible, but it had not inserted into the skin. Upon inspection of the pod the patient reported that the pink slide did not move forward, indicating a needle mechanism failure occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.